Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp was meeting with the patient for the 2nd time and the patient reported that following the implant of their system, they became paralyzed and the lead was removed that night of implant. The rep was seeking information regarding an MRI as the hcp wanted to do an MRI of the thoracic spine. The rep said the current plan was being discussed and the hcp was to get some x-rays; it was also discussed to have the ins removed so they could get an MRI, x-rays and do a possible intrathecal baclofen trial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the blood clot was not determined.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a loss of feeling in both legs post operation. The patient was profusely vomiting post operation. The healthcare provider (hcp) was called following the following morning and upon exam noticed the patient was unable to move their legs. An MRI was ordered and the lead and battery were removed due to the MRI showing a blood clot underneath the lead. No further complications were reported or anticipated. No device allegations were made.